Manufacturer narrative:
MFR rec'd date: 12sep2019. Report date: 13sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer returned gds system was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. The manufacturer's product support engineer (pse) performed ozone disinfection on the unit. The pse also found oxygen concentrations to be out of specification. Pse replaced the unit's oxygen flow sensor. As preventative maintenance, the pse replaced the oxygen inlet filter, air inlet filter, and cooling fan filter. The ventilator passed testing and operated within the manufacturing specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation, therefore, the root cause of the reported issue could not be determined.

Event description:
The customer contacted technical support stating that the unit needed ozone disinfection due to being used on a contagious patient, and the oxygen concentration was out of specification.